Event description:
It was reported that when the programmer started a session for a specific implantable heart device model an error screen would appear and it was mentioned as possibly a software issue. Follow-up determined that the programmer was unable to interrogate and was changed out. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that an error did generate during interrogation and therefore the hard drive was reconfigured and the software reloaded to resolve. (B)(4).